Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 13 pro max / 2.9.1 / ios_17.3.1.

Event description:
It was reported that pump screen was damaged and not responding, and customer contacted sales to initiate new order. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further troubleshooting with technical support, and no additional follow-up action was taken.